Manufacturer narrative:
Product analysis results: visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged, and it appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a unknown surgery due to lumbar degenerative disc disease and adjacent segment disease. Intra-op, during screw placement, the tip of the driver broke off. It was safely removed and a new driver was used to complete the surgery. There were no patient complications as the result of this event.